Manufacturer narrative:
F/u - correction/add'l info: 07/07/2015. Device eval of monitor sn (B)(4) has been completed. The monitor was intermittently resetting during pulse testing. The root cause for the resets was isolated to noise from the defibrillator pca high-voltage capacitors propagating on the main battery wire on the monitor c/a board. A real-time review PMA supplement for a design change to address this issue was submitted to FDA on 07/06/2015. Device evaluation summary: device evaluation of monitor sn (B)(4) is underway. The reported problem (pulse test failure) has been confirmed. As received, the monitor displayed service code 203 - pulse test fault. A root cause investigation is underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it failed during pulse testing.

Manufacturer narrative:
Device evaluation of monitor (B)(4) is underway. The reported problem (pulse test failure) has been confirmed. As received, the monitor displayed service code 203- pulse test fault. A root cause investigation is underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective monitor.